Event description:
Additional information received reported the patient received assistance form their healthcare provider (hcp) or manufacturer representative and their concerns were resolved with an appointment date of december 8th.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# va0mnm8, implanted: (B)(6) 2014, product type: lead. Product ID: 3487a-56, lot# va0mffq, implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that the patient had the device implanted earlier the month of the report and the left side appeared to not be working. This started two days prior to the report. The spinal cord stimulator was not helping the pain on the left side and the patient was not feeling stimulation on the left side. If the patient increased the voltage he still could not feel anything. It was working on the right but not on the left. Information regarding cause of event and patient outcome has been requested. If additional information is received, a follow-up report will be sent.